Event description:
Company representative reported patient found condensation in the cartridge compartment of the insulin pump. Company representative stated the patient and the salesrep suspect a leak of insulin in the cartridge compartment. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.